Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that there is a bolt that secures the seating to the base and that bolt has sheared off.